Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to high blood glucose of 505mg/dl. The customer was experiencing high blood glucose for the past month. Troubleshooting was performed. The customer ran a 3.0 bolus and the insulin pump alarmed no delivery. Reviewed the programming and the alarm history revealed multiple no delivery alarms. Ran a fixed prime and high pressure test and the insulin pump passed the tests. The customer mentioned that daily totals were not matching. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.